Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient reported that she did not receive a low alert from her dexcom receiver although her low threshold was set to 85 mg/dl. The patient¿s son called her to tell her he saw on the follow app that her cgm value was 68 mg/dl. No bg meter comparison value was reported. The patient self-treated with 30-40 grams of carbohydrates. Despite this, the patient¿s cgm values continued to drop (no specific value was reported). The patient could not walk and her face was drooping. The patient¿s son helped her into a chair and called 911. Emergency medical services (ems) arrived and it was reported no bg meter reading was taken. The patient had an EKG done and several other unspecified tests. At an unspecified time later, the patient felt better and the patient stated her bg level increased to 106 mg/dl (it was not specified if this was a cgm or bg meter value). The patient was not taken to the emergency room (ER) and remained at home. The patient was ¿tired¿ at the time of report. No dexcom receiver data or product related to issue was provided. An alert/notification settings issue was undetermined. The probable cause could not be determined. However, app data was provided for investigation. App data shows on (B)(6) 2025, at 09:08 pm, the patient's estimated glucose value (104 mg/dl) dropped below the low alert threshold (110 mg/dl), and the app delivered two low alerts at 90% volume. From 09:18 pm to 09:33 pm, the app delivered urgent low soon alerts with 0% volume as the alert was set to vibrate only. From 09:38 pm to 09:43 pm, the app escalated the urgent low soon alerts to 90% volume. At 09:45 pm, the urgent low soon alert was acknowledged. The app performed as intended according to patient settings. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient reported that she did not receive a low alert from her dexcom receiver although her low threshold was set to 85 mg/dl. The patient¿s son called her to tell her he saw on the follow app that her cgm value was 68 mg/dl. No bg meter comparison value was reported. The patient self-treated with 30-40 grams of carbohydrates. Despite this, the patient¿s cgm values continued to drop (no specific value was reported). The patient could not walk and her face was drooping. The patient¿s son helped her into a chair and called 911. Emergency medical services (ems) arrived and it was reported no bg meter reading was taken. The patient had an EKG done and several other unspecified tests. At an unspecified time later, the patient felt better and the patient stated her bg level increased to 106 mg/dl (it was not specified if this was a cgm or bg meter value). The patient was not taken to the emergency room (ER) and remained at home. The patient was ¿tired¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.